Event description:
Surgeon revised a gmrs distal femur proximal tibia as the patient had complained of a clicking noise coming from his knee during a routine follow up appointment. The surgeon believed the patient needed the bushings replaced and booked him for revision of all poly components and axle, tibial rotating component and poly insert exchange. The patient complained of a sudden event whilst moving which resulted in instability the weekend prior to surgery ((B)(6)). The surgeon performed the revision surgery and found that the tibial insert had been separated from the gmrs proximal tibia and had worn away in parts and the polyethylene tibial sleeve had broken. The bushings and all other implants looked intact. The surgeon replaced the tibial sleeve, tibial insert, axle, bushings x2, neutral bumper, and tibial rotating component. The surgeon was very happy with the patient's range of motion, flexion and extension and stability once these implants had been exchanged.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection: the mrh tibial rotating component has a mark on the shaft which appears to have been caused by the dislocation of the component from the gmrs tibial component. The component is otherwise unremarkable for a component that was in vivo for an extended period of time. The medical review concluded that the root cause of failure is an adverse mix of mainly procedure-related factors regarding soft tissue instability across the knee after segmental resection surgery and loss of fixation of the patellar tendon with the overload effects further aggravated by excessive patient activity. There is no evidence for device related factors in this case. All the damage as observed at explanation is secondary damage as a consequence of axial instability with repetitive axial subluxations and finally a full dislocation. Based on the medical review the full failure scenario has been that at first loss of soft tissue stability across the knee developed due to both the segmental resection of the joint with later secondary loss of fixation of the patellar tendon allowing axial instability across the arthroplasty to develop. This allowed "pistoning¿ of the rotating hinge pin in its poly sleeve and was one of the sources of clicking sensations because with each gait cycle, compressive and distractive forces alternate during the stance and swing phases. Periodical malalignment between pin and sleeve might already be responsible for damage acquisition onto the relatively soft poly material. Furthermore, with occasional temporary blocking of the return of the pin into the sleeve at the initiation of the gait stance phase, further stretching of soft tissues around the knee occurred only further increasing the axial instability in a vicious downward spiral. Excessive patient activity has certainly played an additional though secondary role. The root cause of failure is an adverse mix of mainly procedure-related factors regarding soft tissue instability across the knee after segmental resection surgery and loss of fixation of the patellar tendon with the overload effects further aggravated by excessive patient activity. There is no evidence for device related factors in this case. All the damage as observed at explanation is secondary damage as a consequence of axial instability with repetitive axial subluxations and finally a full dislocation. This pi case is not device-related. No further investigation for this event is possible at this time.